Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ spike set was broken. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Sample was returned for evaluation. During the investigation, atom medical found the spike needle was broken though. No manufacturing failure on returned item was found. No lot number was identified and no DHR could be carried out.

Event description:
It was reported that the bd phaseal spike set was broken. There was no report of exposure, injury, or medical intervention.